Event description:
It was reported through the filing of a lawsuit that patient allegedly received ceramic on ceramic and a trident shell, but no specific component information was provided. Additionally there was no specific implant date, revision date, or alleged injuries provided. The only allegation asserted is that the patient sustained "compensable damages."

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to ongoing litigation no additional information is available at this time. If additional information is received it will be reported in a supplemental report.